Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and will send a follow-up letter to the customer. The patient/layperson attempted to test her blood glucose with her one touch ultralink meter between 1:30-2:00 p.m. On the day of event in 2009, reportedly, apply sample continued to prompt although the blood sample was drawn into the ultra test strip. At 6:00 p.m., the patient reportedly became shaky, fell, and passed out. Although ems was called, they did not treat the patient because she had consumed juice before they arrived. After they left, she ate. Information that would be helpful is the following: since the patient self treats with an insulin pump, did she bolus insulin at 1:30 or 2:00 or only used the basal rate; did the patient use a back up meter; did the patient have symptoms of any kind between 1:30 and before falling; when was the patient's last meal or snack; or if the ems tested the patient. Because the patient alleged that she was unable to obtain a blood glucose result and four hours later was reportedly hypoglycemic, the complaint is reported. Although the product functioned appropriately when testing with a new vial of test strips for customer service, the cca replaced meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.